Manufacturer narrative:
H10: the actual device was not available. However, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted, that there was black speckled unknown substance within the silicone tubing of the transfer set. Due to the nature of the sample, the investigation was unable to determine the origin of the particulate matter. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of a peritoneal dialysis (pd) transfer set. The pm was described as a black particle and was discovered at the hospital during a scheduled transfer set replacement. The transfer set was replaced, and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.